Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this caller requested review of three episodes this patient experienced. The patient had a syncopal event during the second episode. A review of the stored data identified episode two was untreated due to undersensing during the beginning of a non-sustained polymorphic ventricular tachycardia (pvt) episode. The pvt lasted approximately 32.6 seconds before it broke. A boston scientific technical services consultant discussed programming options. No additional adverse patient effects were reported.